Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer also reported that they were unable to clear an alert with esc and act button. The customer also mentioned that the insulin pump was blank before inserting a new battery in. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a keypad connector on the lcd board unlocked. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the missed bolus reminder alarm due to the unresponsive buttons. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.